Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The device was received, the review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. There were no nonconformances generated during production. The product evaluation shows, it was reported that the distractors had broken arms and the screwdrivers had worn tips. The distractors were forwarded to service and repair where the technician where it was confirmed that the parts were damaged, broken, and missing components. The items were not repairable. One of the screwdrivers was returned with the tip bent in the direction of insertion and the other had two chipped blades. Replication of the complaint is not applicable as the parts were returned broken and bent. A visual inspection, functional test, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. As the circumstances leading to the damage is not known, the definitive root cause could not be determined, however, the failure mode is consistent with the application of excessive force over the course of use.the returned driver was examined and the complaint condition was able to be confirmed as one of the screwdrivers was returned with the tip bent in the direction of extraction and the other had two chipped blades. Relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture): shaft and tip. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. The hazard addresses ¿difficulty or inability of the instrument to engage, insert or remove screws/tighten/loosen the locking caps¿ as a result of ¿fixed/ratchet/torque limiting handle interface to the driver shaft is worn/loose/broken/damaged¿ and/or ¿instrument or implant interface is worn, deformed, stripped, broken, damaged or fall apart ¿ may result in unretreived device fragments. As the circumstances leading to the damage is not known, the definitive root cause could not be determined, however, the failure mode is consistent with the application of excessive force over the course of use. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection six (6) malfunctioned instruments were found. There were two (2) t-handle t25 stardrive shafts with worn tips, two (2) right adjustable cervical distractors with broken arms and two (2) left adjustable cervical distractors with broken arms. There was no patient or case involvement. All six (6) parts were assessed for reportability however only five (5) met reportable criteria. This report is 2 of 5 for (B)(4).